Manufacturer narrative:
(B)(4). Batch # u5c66w. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60w reload not loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during a lap nephrectomy procedure, the surgeon completed the firing of the device inside the patient. The device was then closed and withdrawn through the trocar. When the scrub nurse attempted to re-load the device the jaws of the device would not open. Subsequently, a new device was opened to replace it. The device (now redundant) was then taken from the sterile field and used to train nurses in the or. Upon activation of the reverse switch (first time), the device reversed and the jaws were able to be opened, as per normal function.